Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncope. This device remains in service. No additional adverse patient effects were reported.